Event description:
Allegedly after placing the 1mm k-wire, drilling and tapping for the 3.0 muc screw, surgeon began manually inserting the 34mm 3.0. As the head approached the bone, the screw stopped advancing. He decided to remove the screw and drill again. When he backed out the screw he noticed that it had broken at the distal threads. The distal threads could not be removed.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon and the user facility. Event device code is addressed in the package insert. This report will be amended when the investigation is complete.